Event description:
On (B)(6) 2013, patient reported there are scratches on the infusion device display that interfere with his ability to view the insulin delivery amounts. The infusion device was not dropped on a hard surface, and there are no black spots on the display. The infusion device was requested for evaluation. No physiological effects were reported, and he did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA.